Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The device history record confirmed that the device was shipped in compliance with the specification. It has been over 7 years since the subject device was manufactured. Based on the information available, the likely root cause of the no image issue could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus there was no image and only color spots when using the high definition lcd monitor connected to the visera elite video system center. Troubleshooting was performed without resolution. No patient harm was reported. Related patient identifier: (B)(6) visera elite video system center / otv-s190; sn (B)(6).